Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was in the hospital for ventricular tachycardia (vt) below the rate cut off, the field representative noted oversensing of noise on the right ventricular (rv) pace sense channel that led to pacing inhibition with asystole greater than two seconds on multiple episodes. Noise was also observed on the shock channel. Boston scientific technical services (ts) was consulted and discussed the situation. It was noted the patient had an escape rate of 38 bpm during the current interrogation. The patient was ischemic due to the slow vt. They initially reprogrammed the shock zones and duration. However they eventually programmed the implantable cardioverter defibrillator (ICD) to electrocautery mode and put the patient in a life vest. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new ICD and rv lead were successfully implanted.